Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) on the home choice (hc) machine during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) as the hp stated the lines appear to be fine. The tsr explained the alarm to the hp. The hp would finish with a manual exchange and notify the nurse. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(4) 2011. The patient stated the following: the cause of the alarm was unknown and therapy was completed using manuals. The sample was discarded and a companion sample was requested. The lot number was unknown as the patient was not at home. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was placed on the machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab and the as determined cause was undetermined.